Event description:
It was reported that balloon rupture occurred. The target lesion was located in arteriovenous fistula. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm upon first inflation. The device was removed easily from the patient. The procedure was completed with different device. However, after the procedure, the patient experienced pain for a long time but was able to recover.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in arteriorvenous fistula. A 5.00mm/2.0cm/90cm peipheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm upon first inflation. The device was removed easily from the patient. The procedure was completed with different device. However, after the procedure, the patient experienced pain for a long time but was able to recover.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. One of the cutting blades was lifted from the balloon material. Analysis noted that approximately 5mm of the cutting blade is still attached to the distal end of the balloon material, and the remaining section of blade is lifted off from the balloon material. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 8mm proximal from the proximal edge of the distal markerband. An examination of the balloon material and blades identified no issues. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.